Event description:
The following information was provided: it was reported that the patient's left knee was revised due to tibial subsidence. The baseplate and insert were revised to a baseplate with stem and insert. Rep confirmed that there were no allegations against the revised insert, and that no further information will be released by the hospital or surgeon.